Event description:
It was reported that the patient had a controller fault alarm, prompting a controller exchange on (B)(6) 2022. A warranty replacement was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via log file analysis and product testing. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review. The log file spanned approximately 3 days ((B)(6) 2022 per timestamp). Events on (B)(6) 2022 are from product testing at abbott. Throughout the log file are controller internal fault alarms alongside lcd communication faults. These alarms did not clear during the duration of the log file. The driveline was disconnected on (B)(6) 2022 at 07:41:41 for a system controller exchange. There were no other notable alarms in the log file. Pump operation was not affected. During product testing the system controller displayed the reported controller fault alarm and did not pass a step of preliminary testing. The controller was opened, and the lcd of the controller was exchanged with a working lcd. After exchanging the lcd, the controller was able to operate as intended. The controller was forwarded to functional and burn-in testing and passed. The root cause of the reported event was determined to be due to an issue with the controller lcd. The root cause of the damage to the lcd was unable to be determined. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including replace controller alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.